Event description:
It was reported that the patient had been to the healthcare provider (hcp) office three times since the end of march as he was no longer getting symptom relief. The first time was in late march when he noticed that his pain was outrageous. At that time, a nurse directed him to take oral oxycodone, which helped as he was sick and nauseous. It was indicated that the patient felt like he was having withdrawals from opiates or oxycodone. He was reportedly very sensitive to medications and would get very bad side effects. In addition, two weeks prior to report, he noticed that his bolus doses weren¿t helping anymore. The patient was previously getting boluses of 15mcg and it was perfect; however, they increased it to 40 and later to 125, but the patient wasn¿t feeling anything. He had later been given three boluses doses of 50 and didn¿t respond at all. It was noted that, that tuesday, he had a dye study and rotor test and everything came out fine. At the time of report, the hcp was recommending an increase in medication, but the patient wasn¿t ¿buying it¿. It was reported that the patient was more frustrated than before; he had the pump for three years and for some reason it wasn¿t working. It was noted that the patient was considering getting a second opinion. The device system was used to deliver fentanyl and bupivacaine. Eighteen days later, it was reported that the patient was still having concerns regarding his device or therapy, but was working with his doctor or representative of the pump manufacturer. It was also noted that the patient had many appointment dates.

Manufacturer narrative:
Concomitant products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
Additional information received reported withdrawal was not confirmed. The patient's motor rotor study on (B)(6) 2014 was normal. The patient had a failed catheter dye study on (B)(6) 2014. The patient has had 3 catheter replacement/revisions since then.

Manufacturer narrative:
Device codes have been updated to include the following for this event: (B)(4) the previously reported conclusion code no longer applies to this event.

Manufacturer narrative:
(B)(4).

Event description:
Upon further review, the information below does not apply to the event reported in manufacturer's report:3004209178-2015-00390 is related to this event. Additional information received reported withdrawal was not confirmed. The patient's motor rotor study on (B)(6) 2014 was normal. The patient had a failed catheter dye study on (B)(6) 2014. The patient has had 3 catheter replacement/revisions since then. Additional information received reported that the catheter issue was a break, tear, hole at the distal segment. There was a failure to aspirate the catheter during a catheter dye study on (B)(6) 2014. The medications were decreased and a new catheter was inserted. The patient recovered without permanent impairment.

Event description:
Additional information received from the health care provider (hcp) reported that the drug that was used via the device system was fentanyl at 300mcg/day and bupivacaine at 2.6mg/day. It was noted that the patient's withdrawal was possible- intermittent. It was reported that the patient was going good.